Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 102 mg/dl. The customer stated the insulin pump was exposed to moisture from the rain before the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.